Event description:
No additional information.

Manufacturer narrative:
Investigation results: a (B)(6) sample was not available for investigation; however the customer indicates that the tubing below the drip chamber of the burette was 'collapsed'. As part of the investigation, the customer provided a photograph of the affected sample; analysis of the photograph confirmed a deformation below the drip chamber, however the nature of the deformation was not conclusive. The details of this feedback were forwarded to the manufacturing site for investigation; however the lot information provided by the customer did not match the reported product code, therefore it is not possible to perform a review of the production documentation for this particular product. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience. A review of the customer feedback database indicates that complaints of this nature are rare and there is currently no trend for issues of this nature against the 10037031 product.

Manufacturer narrative:
E1: initial reporter email- (B)(6). H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed

Event description:
It was reported that bd alaris smartsite gravity burette set was occluded. The following information was received by the initial reporter with the following verbatim: stricture/weakness in plastic lumen occluding flow just below the drip chamber. Pediatric patient drugs delayed at induction causing risk to airway patency. Disposed of due to contamination. Photo taken of fault before disposal.